Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the (B)(6), 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported that a patient presented with reduced vision in the left eye three months post lasik. The patient was noted to have ectasia. The patient has been referred to a cornea specialist. No further information available.